Manufacturer narrative:
Section a3-a4: patient gender and weight requested but not provided. Manufacturer¿s investigation conclusion: the reported events of no external power alarms associated with dual power cable disconnects and driveline disconnect alarms were confirmed via submitted log files. Submitted log files revealed the following. On (B)(6) 2025 at 08:24:31, a no external power alarm activates associated with a double power cable disconnect. This no external power alarm clears at 08:25:21 when external power is restored to the white power cable. Similarly, on (B)(6) 2025 at 10:42:51, a no external power alarm activates associated with a double power cable disconnect. This no external power alarm clears at 10:42:56 when external power is restored to the white power cable. During these no external power events the backup battery functions as intended and supports the system without interruption to pump speed. Additionally, a driveline disconnect alarm activates on (B)(6)2025 at 11:39:27 and clears by 11:39:46. No product was returned for analysis. Multiple attempts were made to obtain additional event information, but no response was received. The root cause of the reported event of a no external power alarms were determined to be caused by user error in both power cables being disconnected at the same time; however, a root cause for the driveline disconnect could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (doc. #100169835, rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in clinic and performing device interrogation noted a "pump off", driveline disconnected, low flow" on (B)(6) 2025 at 11:39:27 est. Then at 11:39:46 est pump off. Patient was confident that they did not disconnect their driveline. Interrogation otherwise showed that pump is functioning within normal parameters. Log files were sent for review and the pump stop on (B)(6) 2025 was caused by an electrostatic discharge (esd) event. The no external power events and associated alarm types on 16jan2025 & 18jan2025 were caused by dual power cable disconnects. It was noted that the patient at times was switching to batteries that weren't fully charged.